Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, while suturing the subcutaneous tissue, the surgeon felt that the barbs of the device were not catching as well as they should have been. The suture remains implanted. The procedure was completed using the same suture with no adverse patient consequences. No additional information was provided.